Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had bolus not delivered alert. The customer¿s blood glucose was 250 mg/dl at the time of incident and current blood glucose value was 350 mg/dl. Customer reported that they experienced high blood glucose level and they treated with insulin injection. The insulin pump will not be returned for analysis.